Event description:
The lay user / patient contacted lifescan (lfs) on august 21, 2006 alleging that his one touch ultra meter would shut off while attempting to test his blood glucose. A medical affairs specialist (mas) mailed a letter since the user could not be reached for further clinical information. Mas also listened to the recorded call and obtained the following information. For the past couple of days he claims he could not get the meter to give him a glucose reading. He claims that the meter showed him code 22 and then it would turn off. In 2006, (4:00 pm) the patient went to the hospital because the meter would turn off while attempting to obtain a blood glucose reading. The patient refused to provide additional clinical information about the incident such as symptoms at the time of the incident. He claims he took too much insulin proir to going to the hospital, which he felt was his own fault. The patient ws released from the hospital four days later. Last night, six days later, the patient went out to dinner and felt weak. He tried to test several times and was unable to obtain a reading. The then ate a fruit and tried to test again and obtained a 101mg/dl. No further information was provided about this incident. Cca had the patient insert the test strip into the meter and the meter showed the code # 22 and then showed the icon to apply the blood. Meter was set to mg/dl. On the lower left hand side the showed that the battery symbol. The patient did not realize that the meter showed the battery icon until after speaking to the customer care advocate (cca). The patient never replaced the battery on the meter as he did not know that the meter uses a battery. Cca explained that the battery must be replace and told the patient where the battery was located on the meter. Last reading was 210 mg/dl on the memory of the meter (date and time was incorrect). Cca sent the patient a replacement meter. The test strips were not expired. No further clinical information was provided. It would have been helpful to know how much insulin the patient took at the time of the event, clinical information that lead to his hospitalization, initial reading in the hospital and diagnosis. The complaint is being reported because the patient was unable to obtain a reading, took insulin, and received medical attention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.